Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was not possible due to a lot number not being provided. No further investigation is warranted at this time.

Manufacturer narrative:
No evaluation conducted to date.

Event description:
The doctor was placing the 4.5 mm cannulated drill bit in the femoral part to perform the brocade of the anterior cruciate ligament suspension system when he noticed the guide with eyelets and the drill bit were showing on the monitor. These parts were not removed. The doctor used an alternate technique that includes an absorbable interference screw.